Manufacturer narrative:
Retainer ring = black. The pump was returned for a pump error 41/43 alarm found on (B)(6) 2021. The thump download was successful. Pump error 41/43 alarm found in the pump diagnostic trace on (B)(6) 2021 at 23:28:00 o'clock. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected pump error 41/43 alarm noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. No physical damage to the pump case noted during visual inspection. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly or force sensor assembly. The force sensor measurement was within spec range (23.3 mv). The motor was tested outside of the device on the stb3 and passed. In conclusion, no unexpected pump error 41/43 alarm noted during testing. However, pump error 41/43 alarm found in the pump diagnostic trace. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump showed pump errors. Customer was able to clear the alarm and complete insulin pump rewind. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.